Event description:
Ambulance personnel were attending to the patient, condition unknown. The patient was being monitored and allegedly the device displayed an inappropriate flatline ECG signal. Reportedly the recorder strip showed the correct ECG rhythm. The customer has not responded to requests for additional event information.